Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test. The customer's blood glucose was 57 mg/dl. The customer stated that they store the batteries in the refrigerator and they place the battery into the insulin pump without allowing the battery to come to room temperature. The customer was advised against doing so and was provided with the information of proper battery use. The customer declined troubleshooting. Nothing further was reported.